Event description:
Reporter alleged customer obtained discrepant blood glucose values of 12 mg/dl back to back with a result of 60 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time or the testing however decided to self treat with food and orange juice in the event glucose was actually low. No other actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.